Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info catalog and lot #. Update - (B)(4) 2013 - asr/supplemental information received. Part/lot information was provided for the right hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation alleges patient had pain after asr hip implant. **update** 2/1/13 - asr/ supplemental information received. Part/lot information was provided for the right hip. There is no new information that would change the outcome of the investigation. Update rec'd 11/11/2014- additional litigation received. Litigation alleges stiffness, discomfort, weakness and excessive levels of chromium and cobalt. The stem and sleeve are being added to the complaint. This complaint was updated on 12/8/2014.

Event description:
Litigation alleges patient had pain after asr hip implant.